Manufacturer narrative:
(B)(4)

Event description:
The pt experienced a loss of therapeutic effect and noted that her device was "not working" following defibrillation during an unrelated cardiac procedure. She met with her healthcare professional but was unable to be successfully reprogrammed. Further information was requested.